Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message "pressure transducer difference >5 cmh2o". There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The pre-use check failure was solved by replacing the expiatory valve coil. After replacement, the device passed all functional, safety, and calibration tests. The received device logs confirmed the reported internal leakage test on 2026-01-08. The expiratory valve coil was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The part was first placed into a reference ventilator for simulated use testing, where they passed multiple pre-use check. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pre-use check were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite cause cannot be established at this moment.

Event description:
Manufacturer's ref.#(B)(4).